Event description:
It was reported that bd alaris secondary set had under infused the following information was received by the initial reporter with the following. It was reported by the customer that they don't drip as fast as they state they do. Usually takes 30 minutes, but this one took over three hours. Used 6 times and still was slow. Ordered 3 cs and used the first 6 and they are all bad. And they don't want to continue using them.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that the sets were not dripping as fast as they should. 100 unopened samples were returned for investigation. The event samples were not returned. Evaluation of 59 samples were performed. The sample size quantity was determined per the sample size selection work instruction. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and flow was normal. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: ms3500-15 batch#: 24069124 it was reported by the customer that they don't drip as fast as they state they do. Usually takes 30 minutes, but this one took over three hours. Used 6 times and still was slow. Ordered 3 cs and used the first 6 and they are all bad. And they don't want to continue using them. Verbatim: rcc received a complaint via email. Email(s) attached. Customer called and stated when they opened it up and using them, they don't drip as fast as they state they do. Usually takes 30 minutes, but this one took over three hours. Used 6 times and still was slow. Ordered 3 cs and used the first 6 and they are all bad. And they don't want to continue using them. Item: ms3500-15 quantity affected: 3 cs serial/lot number: n/a po : (B)(6).